Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 06:27 pm the result from the meter was 8.0 inr. At 06:30 pm the result from the meter was 6.1 inr. At 06:34 pm the result from the meter was 8.0 inr. At 06:37 pm the result from the meter was 6.3 inr. At 06:39 pm the result from the meter was 4.9 inr. At 07:14 pm the result from the meter was >8.0 inr. The measurements were with capillary blood from 2 different fingers. The result from the laboratory during dialysis was 6.09 inr with venous blood. The specific time of the testing was requested but was not known. There was no allegation of an adverse event. The customer's therapeutic range was 2 - 3 inr. Retention test strips (28632111) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.